Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead ) lead was surgically abandoned due to an unknown product performance issue. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead ) lead was surgically abandoned due to a decrease in lead impedance and high thresholds. The impedance was within normal limits and the cause was not determined. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.